Event description:
Pump was implanted in 1999 for treatment of a chronic pain condition. Pump worked unitl 2 months ago when pt complained of pain. Dye studies were performed x2 and it was determined that the pump catheter was open and patent. The pump returned 30ml at each refill and it appears that the pump was not flowing. The pump was explanted.